Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having issues connecting the black power lead to the battery clips safely. The connection had a lot of resistance and unable to fully connect each time. As a result, the system controller was changed out in-hospital successfully.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having issues connecting the black power lead of the controller to battery clips was not confirmed. The heartmate 3 system controller was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file contained combined relevant data spanning approximately 7 hours on 20nov2023 (5:04:41 ¿ 12:19:26, per the timestamp). Additional data was captured on 28nov2023; however, this is consistent with data captured when the controller was returned for analysis. There were no other notable atypical alarms active in the log file. During the evaluation, the controller was functionally tested and passed all steps without issue. There were no observed issues when connecting the controller to test battery clips and patient cables. The controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.